Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tried to remove tampon manually, cannot reach tampon to remove [foreign body in reproductive tract]. String pulled out of tampon on removal, cannot remove [complication of device removal]. String pulled out of tampon [device breakage]. Tampon applicator missing, inserted the core manually [device issue]. Case description: consumer contacted via phone and stated that when she removed the tampon from the sealed wrapper, the entire applicator was missing; the entire string pulled out of the tampon when she tried to remove the tampon. No serious injury was reported.